Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated as 05/01/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
Medsun report (B)(4) received which states: describe the event or problem: st-segment elevation myocardial infarction (stemi) patient from emergency room (ER), performing percutaneous coronary intervention (pci), went in with xience skypoint drug eluting stent. Went to deploy the stent. The balloon would not keep its pressure up. The balloon had ruptured while going up. Doctor explained that the balloon bursts during inflation in the right coronary artery (rca) and he was having difficulty removing the device via right (rt) radial access. We decided to get femoral access and proceed to remove the device with ensnare. The device was eventually removed. The vendor was contacted, and they are requesting to pick up the device for inspection.

Manufacturer narrative:
A review of the corrective and preventative actions (CAPA) reviews were performed and revealed two related complaint assessment capas issue related to material rupture. In this case, the reported device was not returned; therefore, a similarity between the reported issue and the complaint assessments cannot be determined. Based on these reviews, there is no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported the stent delivery system (sds) balloon ruptured during inflation and failed to activate. Factors that may contribute to the reported balloon material rupture include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. Additionally, it is possible that the reported sds material rupture contributed to the reported activation failure. A stent that failed to activate may cause resistance during removal, possibly contributing to the reported entrapment. The entrapped sds was retrieved via a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. E1: initial reporter updated from risk manager: (B)(6) to unknown physician.